Manufacturer narrative:
Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.001v. Battery and electronics were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. Unable to confirm dose log inaccuracy due to corroded battery and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the inpen app was not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-105elpkna. The customer will discontinue using the device, and the customer response was that the device was returned.